Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05692 for the exalt model d scope and this report for the orca air/water and suction valves. It was reported to boston scientific corporation that an exalt model d scope was used with orca air/water and suction valves during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of a suspected pancreatic head mass. About an hour into the procedure, the scopes lens cleaner stopped working. The irrigation tubing was switched but the issue was not resolved. The procedure was not able to be completed due to inability to clear the lens and poor visibility. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.